Event description:
Revised to address a loose femur. Cement did not fail, cement manufacturer unknown. Osteolysis and poly wear of insert noted at revision surgery.

Manufacturer narrative:
The products were not returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product information. It was noted the products were implanted for approximately fourteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.